Event description:
It was reported that patient underwent procedure utilizing a femoral cutting block in 2009. During the procedure, the bottom sliding piece fractured off and fell into patient. The surgeon was able to retrieve the piece, and continue the procedure without further incident. There was a delay of five minutes as a result.

Event description:
It was reported that patient underwent procedure utilizing a femoral cutting block in 2009. During the procedure, the bottom sliding piece fractured off and fell into patient. The surgeon was able to retrieve the piece and continue the procedure without further incident. There was a delay of five minutes as a result.

Event description:
It was reported that patient underwent procedure utilizing a femoral cutting block in 2009. During the procedure, the bottom sliding piece fractured off and fell into patient. The surgeon was able to retrieve the piece and continue the procedure without further incident. There was a delay of five minutes as a result.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This report filed october 6, 2009.

Manufacturer narrative:
Review of material certification from supplier show that lot released with no recorded anomaly.evaluation of the returned component found that the failure of the femoral block was due in part to the two-piece weld construction of the original component. The leverage of the oscillating saw blade on the sliding capture was enough to overcome the strength of the weld, thus causing the part failure.this report filed september 1, 2009.